Event description:
It was reported that an intraocular lens (iol) was explanted due to patient having a refractive error of manifest refraction (mr): -1.25 sphere 20/20, ora (optiwave refractive analysis was used). Patient with uncorrected distance visual acuity (ucdva) 20/200, near visual acuity j1 sans correction. The patient had difficulty reading street signs, looking across the room, driving. Patient described their symptoms as blurry vision, unable to drive a car, not seeing clearly across the room. Visual acuity pre-operative: 20/40. The suspect iol was replaced with the same model, but with lower than 1.5 diopter size power. There was an incision enlargement during the explant. There was no sutures, vitrectomy, and injury to the eye. No further information provided.

Manufacturer narrative:
Section a4 and a5: unknown/ not provided. Section h3: device evaluation: pvisual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in pieces (not all pieces received), which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed and no product deficiency could be identified. Based on the manufacturing records review returned product and historical complaint review, there is no indication of a product malfunction or product quality deficiency. No nonconformity report, documentation or labeling changes, and escalations are required. Johnson & johnson surgical vision will continue to monitor these types of complaints. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.